Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were several episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) noted which were undersensed by the device, leading to delayed shock delivery. The shocks were delivered however, and successfully terminated the arrhythmia. Technical support was contacted and indicated that the device had performed according to its programmed settings, and the healthcare professional did not allege a malfunction of the device. The follow-up concluded with no further anomalies noted. The following day, the patient expired due to cardiogenic shock post anoxic coma. The healthcare professional indicated that the device did not cause or contribute to the patient¿s death, and the patient expired as a result of the critical condition of the patient¿s heart.